Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly during surgery, the liner could not be fixed. Surgery time was extended by 2 hours.